Manufacturer narrative:
(B)(4): the product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent surgery due to degeneration of lumbar intervertebral disc. During the surgery,the doctor found the product's head part slipped, he had to replace a new one to complete the surgery. Patient's current status is overall ok.